Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The data log could not be retrieved and functional testing could not be performed. The reported event of an error icon display was undetermined. A root cause could not be determined.